Event description:
It was reported that there was air observed in the patient line of a homechoice cassette during the initial drain. During troubleshooting, no abnormalities were noted that could have caused or lead to the air in the line. The technical service representative (tsr) assisted the home patient (hp) in ending therapy. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.